Event description:
It was reported to kendall in 2001 that the veterinarian's family member, who works for the veterinarian, experienced 2 clean needlesticks due to bent needles sticking out through sheath, while the veterinarian's family member was taking them out of the box. Lot number given. No samples available. No serious injury reported.